Event description:
A surgeon reported three separate patient procedure incidents with thermal burn in the eye noted during a cataract procedure. The exact dates of the events are unknown. The patient's eyes have recovered. The reported informed that the phaco tip had been priorly used in thirty cataract cases. After the phaco tip was replaced with a new one there has not been any more thermal burn incidents.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history review could not be conducted. The complaint information does state "the tip was used for about 30 cases." A sample was received and was evaluated. A visual inspection of the phaco tips were performed using (B)(4) magnification. All tips had the same visual attributes. The tips are heavily worn on the threads, backs of the flanges, and at the nut corners. The distal bevel edges are all worn. Scratches are present down the cannula surfaces. The inside diameters of all tips are visually clear. The inside diameters were checked for occlusions using fluid and all three tips were deemed acceptable. The aspiration bypass holes are all present and clear of any material. The single use devices were initially manufactured to its specification and functioned well. All three phaco tips have been reused. All phaco tips are 100% visually inspected at the end of the manufacturing process before release of the product. No additional action is required at this time. The root cause for the thermal burns cannot be determined from this evaluation. The evaluations do indicate the condition of the tips were poor due to the reuse of the phaco tips. The phaco tip is a single use device and is not recommended for reuse. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).